Event description:
Safeset tubing cracked above transducer of patient's left femoral sheath. Syringes were hanging down. No clamps on set-up available. When nurse attempted to withdraw using a syringe, blood and heparin came out of the cracked tubing. Sites (patient had bilateral femoral sheaths) were to be discontinued and were. Patient suffered no ill effects. The tubing was not retained.